Event description:
The pump was returned for multiple loss of prime warnings. Evaluation revealed dislodged force sensor pins. Evaluation also reveals intermittent response to down arrow button presses. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump black box showed that loss of cartridge detection had occurred which was not duplicated during testing. The pump load step was completed successfully and the pump was exercised for 24 hours without issues. The down arrow button was found to be intermittently responding and the contrast button was unresponsive to presses. The keypad was found to be intact. The keypad was removed and contamination was found under the button contacts. The pump was a dislodged display screen and partially dislodged force sensor pins were found. Unrelated to these issues, the display screen was found to be discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Correction/removal reporting number: 2531779-03/24/2010-003-r.